Event description:
It was reported that while putting the anchor in, it fractured about 3/4 of the way up from the bottom of the anchor. It was further reported that the entire piece was removed from the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.